Event description:
Received report on 02/2005 "at the end of freezing the port of the bag was split below the plug". Problem was noted during use. The pt received the product implicated in the incident and microbiology test was positive for negative coagulase staphyloccus. Event occurred on 2004 and transplantation was on april 2004. There is no information available in terms of additional antibiotics. The bag was filled with 130 ml. Product. Product was collected and frozen on 2004. Cryopreservation and storage was performed with metal cassettes and stored in a mechanical freezer. At the end of the freezing, the port of the bag was noted to be split below the plug. There is no sample available and no additional information available at this time.